Event description:
The physician attempted to deploy a resolute integrity 3.00 x 34 mm rx drug eluting stent. The target lesion was located in the proximal lad. The lesion had severe calcification with moderate vessel tortuosity. The device was removed from its packaging with no issues noted. It was inspected and a negative prep was performed with no issues reported. Initially, pre-dilatation was performed using a non-compliant balloon. The stent was then advanced towards the lesion. Several attempts were made to implant the device. The physician used force to attempt to cross the lesion but this failed. The stent was removed. An angio check of the target area showed coronary artery perforation in the segment next to the lesion. Another, covered stent was used successfully to treat the lesion. At the end of the procedure it was noted that stent damage had occurred and one strut was lifted and deformed in the distal end of the resolute integrity stent. No other clinical sequelae were reported.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The first two distal stent segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation: results: failure to follow instructions (force used); inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, highly calcified lesion) 3221 no results available since no evaluation was performed. Device not returned. Conclusions: 18 failure to follow instructions (force used); known inherent risk of procedure (failure to deliver stent and stent deformation); device failure/lack of effectiveness related to patient condition device (patient lesion morphology, highly calcified lesion); unable to confirm complaint. (B)(4).